Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus." (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05551. It was reported that balloon rupture occurred. An 18-6/5.8/75 xxl esophageal and a 14-4/5.8/75 xxl vascular balloon catheters were used in a venogram procedure. However, during inflation of each balloon, both ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.